Event description:
It was reported the customer had a lost sensor alarm on their insulin pump. Customer also reported inaccurate readings with their sensor glucose and blood glucose. Customer's blood glucose was 200 mg/dl and their sensor glucose read 330 mg/dl. The customer also reported a low blood glucose event. Customer's blood glucose declined to 40 mg/dl. The customer treated their blood glucose with gatorade. The customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.